Event description:
It was reported to covidien on (B)(4) 2014 that a customer had an issue with a dialysis catheter. The customer states that the catheter was implanted on (B)(6) 2008. On (B)(6) 2014 a crack was found on the adapter which lead to blood leakage. The catheter was pulled and replaced with a new one.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.